Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc repeated after the event failed. A field service engineer (fse) performed ise decontamination procedure. The fse replaced modular chemistries (mc) sample robe, carbon bridge, cl electrode body and tip. The fse also performed ise calibration integrity assessment check and ise performance verification assessment check; all results were within specifications. Although parts were replaced, a clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false sodium (na), chloride (cl) and carbon dioxide (co2) results generated by the synchron lx20 pro clinical system for multiple patients. Some results were reported out of the lab. However, specific information was not supplied. Samples were repeated and some reports amended. The customer provided initial reports from 4 patients, but did not supply the repeated/corrected reports. Per customer na results that initially recovered in the 130s, recovered in the 140s upon repeat. Cl results recovered higher, but the customer could not supply magnitude. Unknown if treatment was initiated or withheld based upon the false results reported.